Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va03ezj, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported they felt like therapy was helping with her urinary incontinence by 50%, but was not helping with her bowel frequency. It was noted that each morning, the patient was almost unable to make it to the bathroom. The patient tried increasing stimulation, but it became too uncomfortable when she sat down. The patient had not contacted her physician about this, and she had not tried a new program. The patient was on program 2 at 3.4 v with stimulation on. The patient was shown how to switch groups, encouraged to keep a diary of symptoms, and to contact her physician. It was later reported that "it's not working as well as I had hoped it was going to work". It was noted that it not helping with fifty percent of relief with diarrhea. Roughly 2 years later, it was reported the patient never had therapeutic effect. Therapy had not helped their fecal incontinence. Multiple reprogramming sessions had not resolved the issue. Additional information received from the patient via the representative reported the previous device was verified to be malfunctioning 6 months prior to replacement. The device was reprogrammed but it had not worked. The patient's indication for use was urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, bowel dysfunction/sacral nerve stimulation, and fecal incontinence. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental will be sent.